Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011603, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011603 was manufactured according to the work instruction (wi) version 100 and packaging in the multivac m14 on 11-feb-2025, with a total of (B)(4) units. An nc 2137925 for delaminated adhesive tape was performed for the outgoing test 8(g). An extended for bent needle was performed for the outgoing test 4(g). The sub-assembly: welding of the lot 5a04049 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 07-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of connector of the lot 5a04015 was manufactured according to the wi version 37 and manufactured in the line l3, on 07-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a04014 was manufactured according to the wi version 37 and manufactured in the line l3, on 06-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a04016 was manufactured according to the wi version 37 and manufactured in the line l3, on 08-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported and one nc was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.